Manufacturer narrative:
The internal investigation into complaint related device included the following: -the complaint related lot met qc release criteria for suture retention and tensile strength tests. -there were no non conformances observed during batch record review related to the event reported. - as of (B)(4) 2014, distribution/implantation history records for reported lot revealed that there were 174 devices distributed, including 13 reported as implanted. - as per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot sp100126. Patients with obesity often have multiple commorbidities and are considered a risk factor in abdominal wall repairs since the incidence of complications increase with obesity. Based on internal investigation into the reported lot (no complaints related to the issue of the reported lot, review of batch processing records, and comorbidities) and patient factors such as history of obesity with a bmi of 40.6, previous surgical history of abdominal wall repair with synthetic mesh, loss of domain the event is highly unlikely related to the strattice.

Event description:
It was reported that a very obese patient had a previous abdominal wall repair with a synthetic mesh that became infected and was explanted. The patient experienced loss of domain. On (B)(6) 2014, the surgeon performed a bridge repair with strattice in which the strattice was underlay secured to the rectus using trans-abdominal 2-0 pds suture. On (B)(6) 2014, the surgeon went back in and observed that the strattice ripped and noted that the portion of the strattice were thinned out with no signs of gross infection noted. Strattice was partially explanted. Surgeon re-closed the abdomen with additional strattice. Patient is reasonable.